Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error alarm. Customer reported that they received open book image on the insulin pump screen. Customer did receive insulin pump error alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.